Event description:
Account reports 'when spiking baf, lines were black color. After 10-50cc of blood transfusion, pt became shocky. Stopped transfusion. Filter dark. Cultures being run on blood at facility. Add'l info rec'd from the blood bank, states the pt rec'd atropine, hydrocortisone and benadryl following the episode of decrease bp and feeling of impending doom. She states the blood was hung initially hung as a secondary IV with straight tubing piggy backed into 1/2 strength ns IV bag. This was changed to ns once pt complained of not feeling well. She also states the cultures from both sets of tubing were negative and she will send a hard copy of this with the sets. She also indicated that the pt was evaluated by the hematology/oncologist at the hosp who did not feel this episode was related to the blood transfusion but due to the admitting diagnosis of 'retroperitoneal bleeding/new onset diabetes'. Pt rec'd a unit of blood the next day with no other incident but was dosed with benadryl prior to administration. Pt was discharged 4 days later with no other incidents.